Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. No damages or deficiencies to the needle mechanism were observed that could have contributed to the reported needle failing to retract. No damages to the environmental seal or bottom housing were observed. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The cause of the reported needle failing to retract could not be determined. No bends or kinks to the soft cannula were observed. The pod data indicated there was no struggle to deliver insulin. No problem was found.

Event description:
A patient reports while wearing a pod for less than an hour they had felt pain at the pod infusion site. The patient reports the pods needle had not retracted at initial activation. In addition, the patient reports the pods cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.4, hardware: iphone17.5, cgm sensor type: g7.